Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 88 mg/dl. The customer was asked if she recalls any significant events leading to the alarm and said she was sleeping. The patient was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer declined to return her pump to medtronic.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.